Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted the instrument timing was disrupted. One of the 8dpt reloads had protruding tacks and disrupted timing. Pmv performed functional testing which included actuating the handle and the timing was corrected. The 5dpt reload was loaded onto the instrument. The instrument made a clicking and crunching sound and the gear popped during firing. The tacks did not seat properly in the test media. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. It was determined that during assembly the two handle halves were not screwed together with the appropriate torque output. When the instrument was cycled the force needed to properly deploy the deep purchase tacks could not be obtained and resulted in damage to the internal gears. This damaged causes the tack to not deploy or seat properly in the tissue. The product analysis established a relationship between a device failure and the reported incident of tack did not advance. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter; during a laparoscopic ventral hernia repair procedure, the instrument would not fire after the first fire and made a grinding noise. There was no patient injury.